Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the proximal portion of the lead was returned, analyzed, and there was a connector pin observation. Visual summary analysis of the lead indicated apparent explant damage. The analyst indicated the connector block was stuck on the connector pin and could not be removed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the device replacement procedure it was observed that the set screw could not be engaged. It was noted that no splice kit was implanted. The wrench did not fit in the screw hole. It was suspected that the set screw had been replaced during the implant procedure with a different set screw that did not have a hole for the wrench to engage. As a result, the ventricular lead could not be disconnected. A second wrench was attempted and the port for the lead connection was crushed. The lead was cut and abandoned. A new lead was implanted with the replacement implantable pulse generator (ipg). No patient complications have been reported as a result of this event.